Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure under conscious sedation with a thermocool® smart touch® sf uni-directional navigation catheter. On (B)(6) 2024, patient experienced aspiration categorized as mild and not serious. Relationship to study device is not related and relationship to the index study procedure is causal. The outcome is recovered/resolved with an end date of (B)(6) 2024. Intervention was medication.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31325819l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).